Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. The device also had a missing end cap sticker, cracked case at display window corner and broken reservoir tube lip.

Event description:
The customer reported via phone call that the display went blank after he went into the pool wearing the insulin pump. The customer stated the insulin pump did not have any cracks but there is fluid under the lcd display. Blood glucose value was 216 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.